Event description:
Journal reference: kupsch, et al. "Pallidal deep-brain stimulation in primary generalized or segmental dystonia." New england journal of medicine; 2006; 355: p. 1978 - 1990. Patients with primary segmental or generalized dystonia received implanted deep brain stimulation and were randomly assigned to receive either neurostimulation or sham stimulation for 3 months. The comparative results were reported on. Reported event: one patient experienced facial weakness during the randomization phase of the study. The symptoms were generally improved or resolved with changes in stimulation parameters.

Manufacturer narrative:
No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter."